Manufacturer narrative:
Tech support advised the caller to visually inspect the xhibit central station to ensure the unit was properly plugged in and the device was free of debris. The customer confirmed the device was full of dust and debris. The customer was advised to contact their biomed to clean the dust from the unit to prevent thermal shut downs. In a follow up call, it was confirmed that a biomed at the facility cleaned out the xhibit and after it was cleaned out the customer confirmed no further issues. The unit was shutting down due to an overheating issue caused by a build up of dust in the unit.

Event description:
The customer reported that their xhibit central station was shutting down on its own intermittently. There was no patient or user harm associated with this event.